Event description:
Company representative reported, " I captured an article that a pt passed away after lap-band surgery. The pt had the surgery early this year and the pt had lost 70kg from ... Initial weight ((B)(6)). However, the pt was found dead two days ago by partner. I contacted our distributor, ... And confirmed that our lap-band was used for the surgery, but the physician did not think it (the death) was caused by our device." An investigation is in progress. Follow-up findings: no further details on the death are available. But the physician did not think it was caused due to the lap-band surgery or caused by our device. Follow-up findings: cause of death was cerebral coma from hypopotassemia. Official investigation is being conducted by local authorities and an autopsy has been performed. Allergan has requested a copy of the report.

Manufacturer narrative:
Taper ii. The status of the device is not known and not expected to be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The police coroner is in possession of the deceased and the status of the device is unk and not expected to be removed. Therefore allergan will not receive it and no analysis or testing will be done. Death, coma and hypokalemia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." "Pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." "Pts must be carefully counseled on the need for proper dietary habits. They should be evaluated for nutritional (including caloric) needs and advised on the proper diet selection. If necessary to avoid any nutritional deficiencies, the physician may choose to prescribe appropriate dietary supplements. The appropriate physical monitoring and dietary counseling should take place regularly." "Pts must be seen regularly during periods of rapid weight loss for signs of malnutrition, anemia or other related complications." "Rapid weight loss may result in symptoms of malnutrition, anemia and related complications (i.e., polyneuropathies)."